Event description:
The patient had two leads from the same lot. It was reported the patient had lost stimulation coverage. A sjm representative was unsuccessful in trying to reprogram the scs system. X-rays and a CT scan identified the leads were still in place. They also identified the patient had a new disc degeneration at c2 which was causing the neck pain. It was also reported there were no issues with the current scs system. The patient was to follow-up with his physician to discuss the cervical issues which were causing the pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.